Event description:
N/a.

Manufacturer narrative:
Updated fields:  d4, g3, g6, h2, h3, h4, h6, h10. The perforator was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The perforator was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. Failure analysis - the perforator unit was inspected using the unaided eye. The unit was heavily soiled with organic matter and came disassembled. The outer diameter of the unit has visible tooling marks. "IFU" testing procedure was performed. Unit had to be re-sleeved prior to IFU testing as it could not be tested in the as-received condition. Once re-sleeved, it performed as intended. Testing included: applying adequate pressure on the perforator point, ensuring engagement occurs as the hudson end is rotated. When engagement occurs, placing thumb pressure on the perforator point to ensure a smooth, positive spring action. Ensuring the hudson end rotates smoothly within the perforator body when the unit is in the disengaged position. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. The unit was found to perform as intended and fulfilled the acceptance criteria. In the failure analysis that was performed, the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the perforator became lodged in the bone and the physician couldn't get it out , wouldn't drill out and detached from drill. A kelly clamp was used to remove it in 2 pieces. It is unknown if device failure lead to surgical delay. No patient injury reported.